Manufacturer narrative:
(B)(4). Concomitant medical products according: metasul, alpha insert, jj/28 item#: 01.00010.410 lot#: 2448935, alloclassic sl stem 5 12/14 item#: 2845 lot#: 2452400, metasul hd 28 mm l 12/14 item#: 19.28.07 lot#: 2458964. The following reports are associated with this event: this report, 0009613350-2018-00757, 0009613350-2018-00758, 0009613350-2018-00759. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend analysis could be performed as no specific event information is available. Review of event description: a legal writ was received indicating that a patient might have problems with a zimmer biomet tha. The legal document does neither contain any information about the hazardous situation nor the harm. Except of four zimmer biomet devices (reference and lot numbers), no medical data were provided. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the products are still implanted. Review of product documentation: -the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: due to significant lack of information, it is impossible to perform a meaningful selection of possible risks for the patient. However, all possible causes related to the issues reported are listed in the corresponding risk management files for allofit alloclassic shell 54/jj, metasul alpha insert jj/28, metasul head and alloclassic sl stem 12/14. Conclusion summary: neither an event description (hazardous situation or harm), medical data, nor device details were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note:same patient underwent bilateral surgery implant on the left side, (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient underwent initial surgery on the right side and is being monitored due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.